Manufacturer narrative:
D4: device serial number was not provided. The UDI is reflective of all available device information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that routine log files were submitted for review. The log file captured a no external power alarm and multiple other associated alarm types on 28jul2025 which was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. Review of the log files captured power cable disconnect, low power hazard, and no external power alarms on (B)(6) 2025 due to loss of alternating current (ac) power while connected to the mobile power unit (mpu). The alarms resolved once external power to the mpu was restored. The system controller backup battery provided power to the system during the loss of power. The no external power alarms did not impact the system controller¿s ability to support the pump. No other notable alarms were active in the file. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, if the mpu had a v-lock on the ac power cord, if the ac power cord came loose from either the wall outlet or the back of the unit, if there were any environmental circumstances that would have affected ac power, if the mpu was exchanged, and if the mpu will return; however, no additional information has been provided. The heartmate mpu was not returned for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott heartmate 3 instructions for use with heartmate touch (rev. D) and abbott heartmate 3 left ventricular assist system patient handbook (rev. A) are currently available. Heartmate 3 IFU section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 IFU, section 3 - ¿powering the system¿, and heartmate 3 patient handbook, section 3 - ¿powering the system¿, explain how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.